Manufacturer narrative:
The customer declined the option to have the glidescope spectrum single-use lopro video laryngoscope (unknown size) returned to verathon for evaluation, as it was disposed of on-site at their facility after use. After the reported procedure a verathon representative made an in-visit to the customer's facility and attempted to replicate the reported issue as described by the customer. When connecting several new single-use video laryngoscope to the customer's verathon glidescope core system, they too were unable to replicate the reported issue. At this time, the glidescope core smart cable and glidescope core 15-inch monitor used with the single-use video laryngoscope will not be returned to be evaluated. Since the devices were not returned to verathon for evaluation, the cause could not be determined. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum single-use lopro video laryngoscope (unknown size), the image flickered "on-and-off." The customer reported that the single-use video laryngoscope and connected glidescope core smart cable felt "loose" at the connection point. When they attempted to use a new single-use video laryngoscope, "they did not feel a looseness" at the connection point. A new single-use video laryngoscope was used to replace the reported single-use video laryngoscope in order to complete the patient procedure. No harm to the patient was reported.